Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2009 and bard soft mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2010. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex (device #1). Per op notes, ¿a large ventralex mesh (device #1) was placed into defect and sutured to the lateral aspect of the fascia of the hernia edge.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent incisional hernia with thereby underwent open repair with the removal of mesh (device #1). Per op notes, ¿a large incisional hernia extending above the previous hernia repair was noted. There were dense adhesions of the omentum to the disc shaped graft was disconnected. The mesh was removed (device #1) and the defect was repaired using synthetic mesh and sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard soft mesh (device #2). Per op notes, ¿adhesions on the undersurface of mesh were taken down. The hernia sac had been excised along with prior synthetic mesh. A piece of polypropylene bard soft mesh (device #2) was placed upon the posterior rectus sheath and closed using suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2009 and bard soft mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2010. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.